Manufacturer narrative:
Product event summary: analysis found that the cracks in the connector were clearly visible, and the locking mechanism to secure the connection was broken. The unit passed all functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient cables were connected to the external pulse generator (epg), but while the unit was in use, a crack developed in the connector, and there was a disruption in pacing. The patient's blood pressure started dropping, which is how the issue was discovered. The epg was replaced immediately, and potential additional harm was averted. The epg has been returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.